Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 6949, lead, implanted: (B)(6) 2006; 4076, lead, (B)(6) 2006. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead fractured. The rv lead was capped and replaced. The device had long charge time and was near elective replacement indicator (eri). The physician opted to explant and replaced the device during the rv lead replacement. No patient complications have been reported as a result of this event.